Event description:
The customer reported a blood leak on the upper pressure dome (the centrifuge). The customer reported that the issue occurred during routine treatment during buffy coat collection. Nurse suddenly saw blood coming out of the pressure dome and spreading on the table under pto. The nurse aborted the treatment and no blood was returned to the pt.

Manufacturer narrative:
Batch record review: a review of the lot file for b108 was performed. There were no nonconformances associated with this lot at the time of the event. The following alarms were noted during release testing: blood pump error at 2032 ml: slight kink on blood pump. Kink removed and reinstalled and testing restarted. Accelerometer alarm at 46 ml: restarted testing. System pressure at 157 ml: checked for kink, none found restarted testing. Blood pump alarm at 2033 ml: removed blood pump looper, reinstalled and restarted testing. Air detect at 24 ml: cleared and restarted. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot b108 was performed. There was 1 complaint reported for pressure dome leaks for this lot at the time of the event. The assessment is based on info available to at the time of the investigation. The root cause could not be determined based solely on the info provided by the customer. No product was returned by the customer for investigation. (B)(4).